Event description:
An elderly pt with severe respiratory distress aspirated a dislodged piece of a non-rebreather mask. The aspirated foreign body had to be removed using the heimlich maneuver by the police officer who originally applied the non-rebreather mask. The pt stopped breathing as a result and spontaneous respirations were restored after airway was cleared. Cardiac arrest immediately followed the spontaneous return of respirations and a pulse was restored by the police officers on the scene. Ambulance transported the pt to hosp, assisting respirations while enroute. The pt subsequently expired one week later.